Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient experienced a loss of therapy following an unrelated surgery. As a result, surgical intervention was taken to replace the device.

Manufacturer narrative:
Date received by manufacturer on manufacturer report number 1627487-2020-02704 should have been feb 13, 2020 instead of feb 25, 2020. The reported observation of ¿unable to connect cp with ipg¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure as stated in the event details. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The implantable pulse generator (ipg) exhibited normal device characteristics during analysis.